Event description:
Additional information reported the stimulator was functioning appropriately. The patient was pleased with the relief they obtained with having a ¿once again functional stimulator.¿ the event was ongoing with no further action needed.

Event description:
Additional information from the health care professional of the clinical study reported the intervention included reprogramming. Outcome is still unknown; if additional information is received a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were low impedances. The outcome was reported as ongoing. No actions were taken as intervention. Diagnostic methods included surgical observation. An impedance check revealed that 15 of the leads were reading poor impedances, but the other 15 leads were acceptable. The event was related to the device or therapy and possibly related to the implant procedure. The severity was noted as mild.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).